Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the treating healthcare professional, therefore additional event, product, or patient details are not attainable. The events of rash and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported 2 weeks after injection in the cheeks with juvederm voluma they developed a rash around the eyes and a lump on the left eye lid. The patient was assessed by a healthcare professional, who was not the injector, who prescribed maxitrol and two other unspecified oral medications. Follow up with the injecting healthcare professional clarified 2 weeks after injection with juvederm voluma xc in the cheeks the patient developed what they assessed to be a "blocked tear duct". The injecting healthcare professional believed it was a coincidence that the patient's symptoms presented around the time of the juvederm voluma xc injection. No treatment was prescribed by the injector, but they noted the patient was prescribed the topical antibiotic gentamicin by another healthcare professional. Per the injector, the day after they assessed the patient for the blocked tear duct, they spoke with the patient on the phone who stated they were "fine".